Event description:
The customer reported to baxter corporate product surveillance that the filter on a clearlink paclitaxel set was cracked. The crack in the filter was discovered during an infusion of remicade to the patient, and some of the drug leaked out. There was no patient injury, drug exposure or medical intervention associated with this report. A new solution bag was prepared with a new set and the therapy was completed. No additional information is available.

Event description:
It was reported that the device was explanted after an implant duration of approximately 115.43 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Two requests were made to the health-care provider (via fax) for the device, operative report, and additional information (on 06/03/2010 and 06/10/2010); however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.